Event description:
The customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the screen froze. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core 10-inch monitor but was unable to confirm the reported freezing issue. When connecting the customer's glidescope core 10-inch monitor to known, good, test equipment, the monitor was working as intended. The verathon technical service representative disconnected / reconnected the test equipment up to fifteen (15) times to the customer's monitor without any issues to the image. The camera image quality test was performed and passed. Upon completion of the evaluation the customer's glidescope core 10-inch monitor was returned back to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.